Event description:
Discordant advia centaur xp vancomycin results were obtained on two samples from the same patient. The initial result was not reported to the physician. The sample was repeated and the corrected result was reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant vancomycin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer to evaluate the instrument and data. The fse observed a large collection of dried / flaked / wet sample fluid near the sample insertion opening on the incubation ring. The fse found a pinhole in the sample probe tubing at this location. The fse replaced the sample probe tubing and the system is running within specification. No further evaluation of the device is necessary.